Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: 2010-03-31; 693558 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high impedance. The ra lead was capped, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event.